Manufacturer narrative:
Concomitant products: c6tr01 crt-p implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead with subsequent chest pressure. The lead was programmed off and remains in the patient. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.